Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the patient's handset was 'screwing up really bad,' had been messing up left and right, and needed to be replaced. The patient rep stated the patient had been locked out of their pump (boluses) for 2, 3, and 3+ hours when they were only supposed to be locked out for an hour. The patient rep stated it was not a big deal for patient until it was a 3+ hour lockout. They also mentioned the handset kept coming up with something like 'myptm isn't responding, close out, wait, and half the time when he closes the app when is asking for a bolus, it takes one of his boluses away like it gave it to them but it didn't. The next one says system error, the system has encountered an unexpected error, contact medtronic technical support,' but did not provide code. The patient rep also stated patient saw service code 338. They stated the connection should not be interrupted because patient sits in a chair while connecting and does not move. The patient had tried to call patient services but patient was disabled and could not sit on the phone for half a day holding. They sent an email to healthcare provider (hcp)'s assistant and they were also going to call patient service as well to get patient a replacement but had been on hold for a very long time. The patient used to have a fentanyl patch. When agent asked event date, and patient rep stated '2-3 months ago', the patient had been going to hcp's office almost every week for readjustment of the pump and the handset issues had been on and off. The patient called back later and stated hcp's office adjusted bolus programming and pump time yesterday because the pump time was 'way off.' The patient stated they got 4 hour and 17 minute lockout despite reprogramming. The patient rep stated it took patient almost 40 minutes to receive their latest bolus due to the connection delay. Ptm details: lockout: 1 hour 20 minutes, bolus duration 4 minutes, lockout duration 2 hours, bolus restriction window 1 bolus / 2 hours, boluses per day 6, pump time: august 1, 2025 at 5:41pm and local time was 5:43pm. Agent reviewed clearing data and patient briefly saw service code 156 but then was able to connect well without issue. They stated the hcp cleared patient's data before, once being last week. Agent assisted patient rep in adding the navigation bar to the handset screen. The patient rep stated they had lost patient 7 times in 2018 and they were not going to lose the patient again because the equipment would not function. The patient rep stated patient had been going in every week for increases in the fentanyl and were about half way to where they need to be. The patient rep stated the pump therapy was working really well for the patient, just this equipment was junk. The patient rep stated they would monitor the issue but if the issue happens again and the handset was not replaced, they would obtain a lawyer. Additional information was received from the patient representative (rep) reporting that they called back in after met with the physician. The healthcare provider (hcp) was on the phone with medtronic during the appointment. The hcp stated they did not find anything wrong with pump. They did not change anything related to the therapy details. The patient rep did not have external equipment with them. Patient stated it took them multiple hours to get a bolus when they were supposed to be able to get a bolus 7 hours before. Patient stated it gave them a bolus before they requested one. Patient stated fentanyl was 50.1 and the daily dose 150 mcg/day and stated they had 5 boluses left. Patient stated they had the data cleared out multiple times and the hcp was saying something was not right, but they could not figure it out. Patient stated they were using a used handset they did not get a new one. Patient stated they gotten a staff infection 8 times in the last 7 years. Agent sent a request to replace the handset.